Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
The information provided for product code and common device name with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose of 37mg/dl. The customer treated with food. The product will not be returned for analysis.